Manufacturer narrative:
Device available for evaluation: device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date, event problem and evaluation codes: product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date in (B)(6) 2018, patient was implanted with three mandible plates. One of the three plates implanted became infected, and patient wished for them to be removed. On an unknown date, patient underwent hardware removal procedure. During the removal surgery, surgeon noted that during the initial implant procedure, an older systems instead of latest matrix line was used. As per the surgeon, this is a public safety issue as not all hospitals in the area have the older set available. Synthes craniofacial modular fixation system & mandible modular fixation system were used to initially place the implants. During the removal surgery, surgeon had the universal screw removal set, as well as a matrixmandible screwdriver at his disposal. The unknown screw was stripped. He claims the provided drivers, and blades were not the appropriate instruments, and does not believe the it should be allowed to use an older system, when it is not readily available to all local hospitals. It was further reported that there was no allegation or malfunction with the screws were mentioned, just that the proper screwdriver blade was not available, making their removal more difficult. There was a surgical delay of four (4) hours and patient was under anesthesia for the duration of the case. Procedure was completed successfully. Patient outcome was unknown. This (B)(4) captures the intra-operative event during removal surgery, while (B)(4) captures the post-operative infection and required removal. This report is for one (1) matrixmidface screwdriver. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a surgical delay of three (3) hours and patient was under anesthesia for the duration of the case. Procedure was successfully completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the patient underwent hardware removal surgery on (B)(6) 2019.